Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. An arcos 3.5mm hex drive was returned and evaluated against the complaint. Visual inspection found the hex feature to have fractured from the tip of the driver. Oxidation spots are present on the grip and shaft. Wear rings are present around the shaft near the tip. The connector of the driver is scuffed. Device history record (DHR) was reviewed and no discrepancies were found. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, h2, h3, h4, h6 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when the customer received the material, they tried to disassemble a proximal conic component with the stem and the screwdriver got broken. No patient involvement. No additional information.